Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Getinge service was not requested in connection with this event. However, a getinge field service engineer (fse) has advised that the customer's clinical concept colleague was at the site and performed the leak test and also a complete functional test. It was also reported that the internal helium tank was working fine and was not loosing any helium. The customer reported to the getinge fse that after the functional tests, all was fine, and the iabp was then cleared for clinical use.

Event description:
It was reported that during use on a patient, the helium tank of the cardiosave intra-aortic balloon pump (iabp) went from full to empty (if before takeoff or during the flight is still unclear, at least one bottle attached and helium refilled). In addition, it was reported that the iabp displayed "iab catheter disconnected"; however, the catheter was not disconnected and the entire catheter including the extension was flawless. The customer was able to fill up the iabp with helium (with the external helium tank), and after that there was no further complications. No patient harm, serious injury or adverse event was reported..